Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed detect and treat testing. The cause for the failure was isolated to a defective r56 resistor on the defibrillator board pca. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem, a monitor failed a functionality test (detect and treat test).